Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from her adc freestyle libre sensor than a reading from the built-in meter. It was further reported that on (B)(6) 2018 at 13:56 customer performed a scan, received a reading of 380 mg/dl and self-administered 10 units of insulin. Customer began to experience ¿tremulousness, sweating and a problem with (her) vision¿. She then performed a capillary blood glucose test using the built-in meter and received a reading of 59 mg/dl at 13:59. The trend arrow at the time of the comparison was diagonally upward. Customer phoned her healthcare provider and was instructed by the nurse to have her colleagues give her juice with sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. (Serial number) has also been updated to reflect product received. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was seated correctly. Performed visual inspection on the plug assembly a damaged plug was observed. . Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor was inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. The sensor was sent for further investigation. Upon inspection, a broken sensor snaps and posts were observed. The broken snaps and posts caused improper seating into the sensor mount. Visual inspection of the pcb (printed circuit board) showed evidence of liquid ingress. Although damage was observed, all linearity testing was performed, and all tests passed, indicating that the electronics were functioning properly. The complaint is not confirmed.

Event description:
Customer reported receiving a lower reading from her adc freestyle libre sensor than a reading from the built-in meter. It was further reported that on (B)(6) 2018 at 13:56 customer performed a scan, received a reading of 380 mg/dl and self-administered 10 units of insulin. Customer began to experience ¿tremulousness, sweating and a problem with (her) vision¿. She then performed a capillary blood glucose test using the built-in meter and received a reading of 59 mg/dl at 13:59. The trend arrow at the time of the comparison was diagonally upward. Customer phoned her healthcare provider and was instructed by the nurse to have her colleagues give her juice with sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.